Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Date of birth unknown / not provided. Lot number unknown / not provided. Device not returned.

Event description:
It was reported that the implant did not connect to the handpiece connector, causing the implant to drop. Another implant and handpiece connector was used to complete procedure. Tooth location 36.